Manufacturer narrative:
Concomitant products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3889-28, lot# j0543040v, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
It was reported the patient was experiencing some discomfort at the implantable neurostimulator (ins) pocket site. It was stated the patient recently lost weight and could feel the ins moving around within the pocket. It was added the patient spoke with their healthcare provider about a replacing the ins and lead as they were 'going bad.' Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Final analysis of neurostimulator model 3023 (lot # nbv127845h ) showed ins battery not in new condition; no significant anomaly. Final analysis of lead model 3889-28 showed lead body cut through, product segmented; no significant anomaly. Final analysis of extension model 3095-10 (lot # nah023917v) showed no anomaly found.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.